Event description:
It was reported that an error code ¿8615 eri¿ was seen on the patient¿s personal therapy manager (ptm). The day prior to the report date, the elective replacement indicator (eri) was approximately 50 months. The reporter planned to call the patient¿s health care provider regarding the eri. It was reported a dye study had been done on (B)(6) 2013 and the rotors were turning. The reporter was not sure if the rotor turned 60 degrees. The logs were also checked and no active alarms at that time were noted. It was noted the reporter wanted the health care provider (hcp) to do a replacement however he did not. The study had been done because the patient was experiencing symptoms and there was a volume discrepancy at the last refill. The hcp received approximately 30% more than what had been anticipated. The device system was used to deliver fentanyl and ¿other drugs¿ that were in the pump, the reporter did not have the additional drug information available at the time of report. It was later reported that the patient felt like she was having withdrawal symptoms one month before and it was reported therapy was no longer as effective for the past month. The reporter did not have the actual volume versus expected volume associated with the volume discrepancy. It was reported the rotor moved during the roller study but it was ¿hard to tell¿ if it moved appropriately. The patient was reportedly not receiving effective therapy as they had received the eri code. No further information was provided. The device system was used to deliver bupivacaine, clonidine, baclofen, fentanyl and prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).